Event description:
The customer reported the instrument was generating an aspiration and probe wipe errors and approximately 3 mls of diluent leaked from the probe of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) not properly aligned causing the probe to leak. The fse also observed the probe was slightly bent. The fse replaced the blood sampling valve (bsv) and the blood sampling valve (bsv) actuator; the instrument performed without leaks or errors. The fse also replaced the solenoid 18 and 19 as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).